Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that at the end of the implant procedure with the patient still on the table, it was noted that the atrial lead had fallen out of the atrium. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.